Event description:
It was reported that the patient experienced phrenic nerve stimulation and the right ventricular (rv) lead exhibited no capture, high thresholds and dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.